Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeves of a 6/7f mynx control vascular closure device (vcd) kinked when entering the unknown sheath. Upon removal from the package, the device was inspected and the sealant sleeve was found to be kinked. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The sealant sleeves (cartridge assembly) were not out of position. The deployer was experienced and in training with the mynx device. Per preliminary review of the picture received, the sealant of the mynx control is soaked in blood and partially uncovered by the damaged sealant sleeves. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the sealant sleeves of a 6f/7f mynx control vascular closure device (vcd) kinked when entering the unknown sheath. Upon removal from the package, the device was inspected and the sealant sleeve was found to be kinked. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The sealant sleeves (cartridge assembly) were not out of position. The deployer was experienced and in training with the mynx device. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was closed, and a cordis mynx syringe was attached to the unit. The sealant was in its manufactured position but was found to be completely exposed. The sealant sleeves exhibited a frayed and split condition upon inspection. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The balloon was deflated, the core wire was present, and the atraumatic tip showed no signs of damage or abnormality. No further anomalies were observed during the visual analysis. A dimensional analysis of the sealant sleeve slit length could not be performed due to the frayed and split condition of the sleeves, which prevented accurate measurement. However, the catheter working length was verified and found to be within the defined specification. This measurement was taken using a calibrated ruler. A simulated deployment test was conducted to evaluate the functionality of the device. After aligning the tension indicator by pulling the distal tip distally, button 1 and button 2 were depressed in the instructed sequence. The unit performed as expected, successfully deploying the sealant and retracting the balloon. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was not observed through analysis of the returned device as there was no kinked/bent condition noted. However, the sealant sleeves were found to be frayed/split/torn, and a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/handling factors (it was reported that sealant sleeve was found to be kinked upon removal from the package) as well as handling factors during insertion into the sheath (such as using excessive force, using an incorrect insertion angle, and/or not supporting the distal end of the device during insertion possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.